Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the expiratory channel printed circuit board (pcb) were replaced and returned for further investigation. Simulated use test of the received air gas module has reproduced the described customer issue with flow transducer failed during pre-use check. The values was just outside of the criteria of the flow transducer test. The received expiratory channel pcb has been working as expected during test. The received device log files has confirmed the reported problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).